Manufacturer narrative:
Correction: date MFR received for the initial report is 2017-08-04 other devices involved in this event: heartware ventricular assist system, model #: 1650 , (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had two batteries that drained to yellow at the same time. Batteries remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other devices involved in this event: brand name: heartware ventricular assist system ¿battery; battery; unknown serial; model #: 1650; expiration date: unknown; UDI #: unknown; concomitant medical products: no; mfg date: unknown; labeled for single use: no; device code(s): c63030; method code(s): 4112; 4114. Results code(s): 213. Conclusion code(s): 67. Brand name: heartware ventricular assist system ¿battery; battery; unknown serial; model #: 1650; expiration date: unknown; UDI #: unknown; concomitant medical products: no; mfg date: unknown; labeled for single use: no; device code(s): c63030. Method code(s): 4112; 4114. Results code(s): 213. Conclusion code(s): 67. One battery (bat314691) was returned for evaluation. Two batteries with unknown serial numbers were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned device revealed that the battery met specifications; the device passed visual examination and functional testing. The battery was able to adequately provide power to a test controller. The log files of the controller in use during the reported event revealed that the controller did not contain the smr software. Log file analysis did not reveal any premature power switching events involving bat314691 within the analyzed period. As a result, the reported power switching event was not confirmed. Additionally, log files analysis did not reveal any instances in which two power sources were draining simultaneously or other anomalies regarding power consumption. As a result, the ¿two batteries draining to yellow at the same time¿ event was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that the battery exhibited power switching. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that the patient was experiencing power switching. The battery, bat314691, was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis did not reveal any anomalies during the reported event date involving bat314691. Failure analysis of the returned device revealed that the device met specifications; the device passed visual examination and functional testing. The battery was able to adequately provide power to a test controller. There was no failure detected; the battery was able to adequately provide power to a test controller. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.